Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Dmf# - 13704, trade name: gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat degenerative arthritis. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a right knee revision due to pain, stiffness, synovitis, inflammation, and loosening of both the tibial tray and femoral component at the cement to implant interface. The tibial insert, tibial tray, and femoral component were revised. The patellar component was retained. The patient was revised with competitor products. There were no indicated intra-operative complications. Doi: (B)(6) 2017. Dor: (B)(6) 2019 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed.